Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for two female patients. The samples were repeated and the results were lower. The following data was provided: sid (B)(6) collected on (B)(6) 2023 initial result = 0.025 ng/ml result from the next draw was negative(no specific data). The doctor questioned the initial result so the initial sample was pulled and repeated and result = 0.004 ng/ml. The patient was admitted to the hospital but no known treatment due to initial elevated troponin result. Sid (B)(6) collected on (B)(6) 2023 initial result = 0.028 automatically repeated result = 0.002. Troponin reference range = 0-0.013 for women and 0-0.033 for men no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, architect i1000sr, serial number (B)(6). Service replaced parts and determined the arc, probe (08c94-47) to be the likely cause of the discrepant result. Replacement of the part resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module, serial number (B)(6), or the arc, probe (08c94-47) was identified.

Manufacturer narrative:
Complete information for section a1 patient identifier: (B)(6).